Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported falsely depressed concentrated carbon dioxide (co2_c) results were obtained on 4 patient samples on an atellica ch 930 analyzer. Quality control (qc) was also recovering depressed. Calibration was acceptable. A qc precision study was subsequently run, and the precision was acceptable. Siemens further investigated the issue and determined that only one reagent lot well was impacted on this analyzer. Other wells of the same lot recovered acceptably. There was no evidence of a reagent issue. The cause of the falsely depressed co2_c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed concentrated carbon dioxide (co2_c) results were obtained on 4 patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were higher than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2_c results.